Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endobronchial ultrasound, the bronchovideoscope presented with an error code b30 (scope communication error) and displayed static in the image. The event occurred before the patient was under sedation. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Corrected field: b5. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic endobronchial ultrasound, the bronchovideoscope presented with an error code b30 and 216 (scope communication error) and displayed static in the image. The event occurred before the patient was under sedation. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.